Event description:
Healthcare professional reported right side visibility/palpability. Healthcare professional later reported "gel bleed on implants" and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Gel bleed: no observe, the device is intact. Additional observations: creases were observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side visibility/palpability. Healthcare professional later reported "gel bleed on implants" and capsular contracture baker grade ii. Device has been explanted.